Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(4). An investigation was carried out into the reported event: although there have been product improvements throughout the years, no manufacturing defect could be found that can be related to this issue. (B)(4). It appears that the device was used for patient handling at the time the problem was detected. Therefore the device was found to not meet its specifications and caused or contributed to an adverse event, even although no injuries were sustained. The device was found to be in a bad state of maintenance and to have been used past its intended lifetime, as indicated in the device labeling. We conclude that the castors have been worn up to a point where one has dropped out of the lift leg. This in turn appears likely to have been caused by the customer not following the labeling, such as the indication of the intended lifetime of the device.

Event description:
On (B)(6) 2013 client called to report an incident. While client was at the alenti one castor broke off. No injury. Last service (B)(6) 2012. It is known at the customer that the device is in bad condition. An arjohuntliegh service technician will visit the customer soonest to do the first inspection on site.